Event description:
The service and repair department documented that the helical blade inserter is stuck together and will not come apart to clean. The item was found pre-wash, no surgery involved. The sales consultant confirmed that there was no patient involvement and that the issue was found outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device. The returned device shows significant use during its 9 year lifespan, and it appears to have received many errant hammer blows to the alignment knob. The alignment t-knob is unable to be removed. Technique guide documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition and the instrument age, this complaint condition was most likely caused by the method of use. A visual inspection, dimensional inspection, complaint history review, drawing review, shr, and risk assessment review were performed as part of this investigation. This complaint is confirmed, but it is not due to the design of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history review was attempted for the subject device. A service history review could not be performed because the device is a lot controlled item. A service evaluation was also performed on the subject device. The repair technician reported the alignment nut was damaged and stuck, and the sleeve was damaged and marked up. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.